Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and found that the spring arm was broken next to the weld seam. He replaced the spring arm with a new one and returned the device to service. Additionally, the device was directly involved with the reported incident and was being used for treatment or diagnosis of the patient when the event occurred. This malfunction was previously addressed in the u.s. Through the device correction noted in if reported to FDA, list correction/removal number.

Event description:
The customer reported that, during or just after a surgery, the spring arm became broken however the light was still suspended by the cable. There are no injuries reported. (B)(4).